Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 3.5x32mm taxus liberte stent to treat the concentric target lesion located in the left anterior descending artery, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that the stent had dislodged and was not returned with the device. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination found that the stent was not on the balloon upon its return. The stent was not returned for analysis. No issues were noted with the tip and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Visual and microscopic examination found that the hypotube had kinked between 30mm and 75mm distal from the catheter's strain relief. Several smaller kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).